Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history data could not be downloaded for review due to moisture damage. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the returned battery cap did not secure properly to the pump; however, a power loss was not observed. Current draws measured within specifications. The pump case was removed and evidence of moisture ingress was found on several internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.